Event description:
Related manufacturer reference number: 3006705815-2022-01468. It was reported stimulation was autoreducing. Diagnostics indicated high impedances on one lead. Surgical intervention may be pending. Note: all of the patient's leads are being reported because it is unknown which lead is liable.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates one of the leads was explanted and replaced to address the issue.